Manufacturer narrative:
One infusion pump has been returned for evaluation. Device underwent functional testing which included power up of the device, and visual inspection. Visual inspection of the device found it to be in good physical condition. Upon power up, lec 46442 was not duplicated. No fault was found with this device, unable to confirm the reported customer complaint.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has error code lec 46442. No patient involvement.